Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a coronary artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.